Event description:
It was reported that customer was hospitalized with high blood glucose levels. Customer was instructed to change out set and inject as per md. Troubleshooting performed and pump appeared to be operating as designed.